Event description:
Additional information obtained identified the patient's scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing swelling in the upper back on the right side. The patient stated the scs ipg has moved and was protruding and causing pain. The patient would like to have the scs system removed.